Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -13.0/+2.0/089 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same size different axis lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown. Reportedly, after the first horizontal implantation was replaced with a vertically implanted lens.

Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).